Manufacturer narrative:
On 17-dec-2020, mentor received additional information regarding the patient's symptoms, condition of the complaint device, and replacement device. The patient experienced bilateral skin rash. The complaint device was discarded and is not available for product evaluation. The replacement device is a 300cc mentor memorygel breast implant (left, catalog #:3503001bc, serial #:(B)(6)). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 300cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2020.